Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they were having poor coupling with recharging. They stated that they have tried to recharge their implantable neurostimulator (ins) over the past few days, but now the ins has depleted. The patient indicated that their recharger antenna was damaged, thus an email was sent to repair for a replacement antenna. On (B)(6) 2018, the patient reported that they were seeing a poor communication screen on their programmer. They indicated that they had trouble ¿powering it on¿ the other day and was wondering if that was due to their ins battery being too low. The patient was asked to clarify what they meant by having trouble ¿powering it on¿, and they confirmed seeing the poor communication screen on the programmer. Troubleshooting was done at the time of the report. Patient services reviewed that they can turn stimulation on with the recharger once the ins is at least (B)(4)% charged. The patient noted that they were able to communicate with the ins using their recharger. The patient then placed their programmer directly over their ins and tried to sync, but the issue remained unresolved. They also tried syncing with the programmer antenna attached, with no resolution. The patient mentioned that they received their replacement recharger antenna and were able to get full coupling, but now they are getting poor coupling again. Patient services walked the patient through best recharging practices. The patient noted that they do not use a recharging belt or adhesive discs, but rather they just sit in their recliner and hold the recharger in place. Patient services reviewed that the placement of the recharging antenna should be an inch or 2 below their scar, which the patient was not aware of. After the patient repositioned the antenna, they immediately got 8 coupling bars, but later in the call the bars dropped to 4. After walking the patient through antenna locate, 4 coupling bars was the highest they could achieve. The patient stated that they will charge the ins up completely and then try connecting with the programmer. The patient was redirected to follow-up with their healthcare provider, as they are inconsistently getting poor coupling. No further complications or patient symptoms were reported or anticipated.